Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for use was non-malignant pain. It was reported the patient didn't think their pump was working, noting that they were in a lot of pain and it's not helping the pain at all. The patient mentioned that they had lost a lot of weight from the pain. There was no out of box failure noted. The patient was re-directed to their hcp to discuss pump medication. The event date was (B)(6) 2019.